Manufacturer narrative:
It was discovered that the legal manufacturer of the reported product is zimmer (B)(4), (B)(6). The initial report was submitted under MFR report number 0001822565-2016-04492 by zimmer (B)(6) USA. All available information is covered in the report at hand. A technical investigation was not possible to perform, as the devices were not at hand for investigation. An e-mail requesting missing device data information was sent on (B)(6) 2016 to the author of the article. An e-mail was received in response from the author, carsten perka (md), on (B)(6) 2017. He wrote that he was unable to answer our questions as the evaluation happened 18 years ago. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: a trend analysis could not be performed as no item number was available. Event summary: in the journal article it is reported that a patient was experiencing a traumatic implant fracture 3.5 years post implantation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Clinical review of received journal/article: the received journal/article was thoroughly reviewed and can summarized as followed: considering the involved patient population and the results of the study, zimmer (B)(4) can support the author¿s conclusion on this study. For the time being, the provided patient benefit clearly exceeds the potential patient risks and therefore usage of the burch-schneider cage is fully justified for patients where implants that allow bone integration cannot be implanted. Devices analysis: a device analysis could not be performed as no product was returned to zimmer (B)(4) for in-depth analysis. Root cause determination using dfmea: fracture of implant due to mechanical (fatigue, static, wear). => possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Fracture/ damage / loosening of implant due to patient disregards limits of the device wrong behavior of the patient high patient activity. => possible: with the given information, wrong behavior of the patient or high patient activity cannot be excluded. Failure/ fracture of implant due to mechanical (fatigue, static, wear). => possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Fracture of implant due to general corrosion (crevice, pitting, galvanic) fracture of implant- fracture of ring / cage- fracture of bone screw- failure of connection ring / cage and bone screw. => possible: with the given information, fracture due to corrosion or failure of connection ring of the implant cannot be excluded. Damage of implant during implantation (e.g. Damage of malleable parts as flanges etc.) Due to operational (user error). => possible: with the given information an operational user error or damaged implant during implantation cannot be excluded. Increased wear, loosening or fracture of components due to information (warnings). => possible: with the given information a lack of warning information cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is not possible to confirm one specific root cause for the event report. Based on the available information, we consider the following as most probable root cause: patient disregards limits of the device/wrong behavior of the patient/high patient activity, as these factors are out of zb control. However, based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article, that patients were implanted with b-s reinforcement cage hip implants on an unknown date. It was reported in the journal article, that a patient was implanted with a b-s reinforcement ring and experienced traumatic pelvic ring fracture of the other side 3.5 years after surgery. No information about revision surgery. (Perka, carsten and ludwig, ralph: reconstruction of segmental defect during revision procedures of the acetabulum with the burch-schneider anti-protrusio cage, in: the journal of arthroplasty (2001) vol. 15 no. 5.).